Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced an increase in hematuria, bladder infections, and mesh extrusion. A partial explant, excision, and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.